Event description:
Mako surgical was informed that a makoplasty total hip arthroplasty patient had experienced a dislocation of the operative hip on the date of event. The patient did well for four and a half months post surgery until the dislocation occurred posteriorly upon rising from a chair.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been conducted with regard to this event. Case session files were reviewed and all values were within acceptable tolerances. Based on the data, the rio operated as expected. X-rays were reviewed by the operating surgeon post-operatively and post-dislocation after joint was reduced; both x-rays look perfect according to the surgeon. The surgeon will request additional images to evaluate soft tissue integrity. No further issues have been reported, and no additional medical intervention has taken place at this time. The surgeon stated that the positioning of the implants did not contribute to the dislocation.